Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient was onboard a flight when the blood glucose (bg) levels decreased to 1.4 mmol/l (25.2 mg/dl). The pod was worn on the patient's arm for between 5 and 24 hours. Once the plane landed, the patient met with the ambulance and was given 7 tubes of glucose, cookies and sandwiches by the paramedics. The pod was removed by the paramedics and the patient was transported to the hospital. The patient was placed under observation for 5 hours. No further treatment was provided at the hospital. The pod was discarded by the patient.